Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited occasional loss of capture (loc) and 2 to 3 seconds of pacing inhibition on the right ventricular (rv) channel during an ablation procedure involving electrocautery use. The patient was pacemaker dependent. Boston scientific technical services (ts) discussed the defib detect circuit and function in the presence of a high current. The device was programmed to electrocautery protection mode and the ablation was completed with short bursts of energy. The procedure was successfully completed and the device was programmed back to the original settings. No adverse patient effects were reported. This product remains implanted and in service.